Event description:
Boston scientific crm received information from the patient that this device was replaced due to being defective. No specific defect was reported. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received via the patient that six years prior their device was completely depleted and needed to be replaced. It appears the device had been implanted for approximately nine years and the estimated longevity for this model device is six years. The device was successfully replaced and no adverse patient effects were reported at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.